Event description:
It was reported that during a cruciate ligament surgery, the screw broke. The screw was completely removed from the patient. No patient injury reported. A backup device was used to complete the procedure.

Manufacturer narrative:
One 8x25 mm biorci screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 5mm of the distal threads have broken off and was not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. Based on the limited clinical details provided a root cause cannot be determined. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.